Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. According to an investigative report via online published by hunterbrook media a patient experienced a hypoglycemic event while using a continuous glucose monitoring (cgm) device in an active sensor session. On (B)(6) 2025, the patient lay down to take a nap. At that time, cgm readings were reportedly within normal range. During the nap, the cgm device appears to have ceased functioning entirely. The patient was later found unconscious by her husband, who immediately called emergency services. Upon arrival, paramedics performed a fingerstick blood glucose test, which yielded a result too low to be detected by the meter. No additional clinical details were provided, and no specific device malfunction was reported. The patient¿s identity was not disclosed in the article, and no follow-up information was available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.